Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that after filling the reservoir, she was able to push a small amount of insulin out but then it blocked. The customer stated that she had put air into the insulin vial prior to filling the reservoir. The customer kept pushing but insulin would not go through. Customer stated that this happen three weeks back and then again a week later. Blood glucose value is unknown. The product would be replaced and returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and fluid was able to flow through the infusion set and out the catheter tip. No occlusion was noted.